Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported rewind anomaly; the insulin pump's piston was halfway through and said the rewind was completed. The customer also reported that the insulin pump was still rewinding, but the piston was not actually moving. Blood glucose value at the time of event was 39 mg/dl. The customer visited the emergency room for treatment. The event involved product(s) mmt-242a, mmt-1884, mmt-332a. Troubleshooting was declined by the customer for low blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the rewind anomaly and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-242a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged low bgs and rewind anomaly on (B)(6) 2025. (Primary svn (B)(4)). On a related svn (B)(4) the customer's daughter called to report the customer had alleged low bgs on (B)(6) 2025. The customer's daughter mentioned that her mother had an ER visit and stated that she would have her sister contact medtronic regarding the details of the event. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. No rewind anomaly noted during testing. The pump passed the rewind test. The pump screen displays ¿rewind complete¿ with a checkmark & the motor slide returns to the starting position. Drive/motor anomaly-rewind not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 10-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 10-sep-2025 in the pump history file and found 1 lost sensor alert on (B)(6) 2025 and 4 nodelivery (7) alarms on (B)(6) 2025 (during basal/prime). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Drive/motor anomaly-rewind not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.